Event description:
It was reported that during a supply change the user received repeated restart alerts and an alert 41 insulin shaft rewind error, could not insert a new cartridge, and experienced a failure to infuse; the issue occurred after the cartridge was removed without first rewinding, and the device component involved was firmware. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a failure to infuse associated with the firmware component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.